Manufacturer narrative:
Additional information provided: b.3.

Event description:
It was reported that the device had a malfunctioning door and harness, which was not discovered until it was turned in to biomed, where the device was checked and discovered of the door issue. Per customer, the door had a faulty sear. Device was sent for repair. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had a malfunctioning door and harness, which was not discovered until it was turned in to biomed, where the device was checked and discovered of the door issue. Per customer, the door had a faulty sear. Device was sent for repair. There was no patient involvement.